Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Difficulty/resistance removing the device post deployment could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: deflate the balloon by pulling negative on the inflation device for 30 seconds. The balloon likely did not fully deflate because negative was not held long enough, causing resistance during withdrawal as the balloon interacted with the deployed stent/vessel. The confirmed shaft separation likely occurred as a result of the resistance met during withdrawal. There is no indication of a product quality deficiency.

Event description:
It was reported that the target lesion was located in the left main (lm) / proximal circumflex (cx) artery. After deployment of the 3.5 x 33 mm xience prime stent, the stent delivery system (sds) balloon could not be retracted from the implanted stent. The sds balloon was re-inflated and deflated; however it still could not be retracted. The sds balloon was pulled to release it, and the distal shaft separated at the guide wire exit notch. All devices (guiding catheter, both parts of the sds, bmw guide wire) were retracted together as a unit. The implanted stent was confirmed to be adequately deployed. The procedure was completed, as initially planned, with the implantation of 2 xience prime stents in the cx. No adverse consequence for the patient was reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: bmw; guide cath: 6 french. The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.